Manufacturer narrative:
Tw # (B)(4). The device has been returned to the factory and will be evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 wasn¿t cauterizing efficiently after timing out. The extension cord, adaptor and power supply swapped were not swapped out. The power setting on the power supply was 3.5. There was no issue with the power supply. Case finished with another device. No patient harmed. No case delay.

Manufacturer narrative:
Trackwise - (B)(4). Updated field: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. The device was returned to the factory for evaluation on 06/23/2025. An investigation was conducted on 6/25/2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the intact heater wire or the clear intact silicone insulation on both the cold and hot jaws. An electrical evaluation was conducted. The device failed the pre-cautery test; it did not produce visible steam and heat during ten (10) 3-second activations. An activation and transection capability test was performed over four (4) repetitions using "max life test method stm2048073. The device failed and did not transect tissue four (4) times. The device was only able to transect 3 times. No additional testing was conducted. Based on the returned condition of the device as well as the evaluation results, the reported failure " electrical /electronic property problem¿ was confirmed. A manufacturing engineer evaluation was conducted. The complaint was not confirmed. The complaint device did show signs of clinical use. The complaint device was connected to the complaint lab¿s hemopro power supply (c-vh-3010), hemopro 2 adapter (c-vh-4020), and hemopro 2 extension cable (c-vh-4030). The on/off power switch on the hemopro power supply (c-vh-3010) was moved to the on position and the toggle on the handle of the complaint vh-4000 hemopro2 tool was pulled back to the activation (power on) position. The hemopro power supply immediately started making an audible beeping sound that indicated electrical energy was being delivered to the complaint vh-4000 hemopro2 tool. The toggle on the handle was released and the toggle returned to the neutral position. The audible beeping stopped indicating that the device was no longer activated. Wet gauze was placed in between the jaws and every time the toggle on the handle of the complaint vh-4000 hemopro2 tool was pulled back to the activation (power on) position there was visible steam which indicated there was energy being delivered to the jaws. Based on the manufacturing engineering evaluation results, the reported failure " electrical /electronic property problem¿ was not confirmed. The lot # 3000462059 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.